Manufacturer narrative:
(B)(4). Date sent: 3/1/2022. Batch #: unknown. Additional information was requested and the following was obtained: did the device leak gas at probe cannula? Did the device leak at probe handle? I believe the product leaked at probe cannula. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that just before an unknown procedure the sterile probe was opened and was tested in saline prior to use. There were bubbles in the water which meant that it failed the safety test. A new probe needed to be opened. There were no patient consequences.